Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. There were no photos or physical samples received for evaluation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition or determine the root cause. A gemba was carried out in the manufacturing process. Current process and controls were found to be followed correctly, including subassemblies, finished product assembly, packaging, and product inspections. The research was carried out with the multifunctional team. All the processes were reviewed, and it was verified that all the processes and controls were carried out correctly, including the packaging and all the inspections carried out on the product. No abnormal conditions were found that could trigger the reported condition. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. Staff has been notified of the reported condition with the purposes of raising awareness. We will continue to monitor customer complaints and feedback notifications for adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported the product is not working. Every time they insert the foley catheter the balloon will burst almost immediately after inserting.